Event description:
It was reported that the colonovideoscope had scope communication error code. The issue was found during colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d8, h2, h3, h6, h11 corrected fields: b5 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 scope communication error and white residues on air/water channels. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication errors b30 and e216 was caused due to electrical component failure. However, the most probable cause for white residues on air/water channels could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported b30 scope communication error. However, no additional information received from the customer.